Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed imprecise alinity I afp results on a patient. The results provided were: on (B)(6) 2026 initial=< 2 ng/ml /repeated=33.47 ng/ml laboratory reference range for afp=2.0 to 8.78 ng/ml there was no reported impact to patient management.